Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch from bipolar to unipolar occurred due to pacing impedances high out of range on the right atrial (ra) lead connected to this pacemaker. It was noted that impedances had been variable prior to the out of range measurement. No adverse patient effects or interventions have been reported. This pacemaker and the associated non-boston scientific ra lead remain in service.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation method code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.